Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
An other health care professional reported that during intraocular lens implantation, when the lens was implanted noticed a scratch in the peripheral part of the optic. The lens was retained in the eye as the scratch will be under the pupil, no visual disturbances are expected. There are two medical device reports associated with this event. This is 1 of 2

Manufacturer narrative:
The product was not returned. An attached photo shows the lens still inside the eye on a screen. Two blue arrows point to what appears to be a two scratches or cracks near the center of the lens (unable to determined from the photo). This damage is perpendicular to the fold path. Damage of this type may occur due to a plunger over/underride. Product history records were reviewed and the documentation indicated the product met release criteria. Information was provided that indicated the use of a qualified cartridge, handpiece and viscoelastic. Based on our observation of the attached photo, the optic appeared to be damaged, possibly scratched or cracked. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. Damage of this type observed in the photo may occur due to a handpiece plunger over/underride. Qualified associated products were used. The amount of viscoelastic used to fill the cartridge is unknown. The IFU instructs: the IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).